Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mah543, and no non-conformances were identified. Investigation summary: an empty opened foil and a needle suture combination in several pieces of product code sxmp1b119, lot mah543 were returned for analysis. During the visual inspection of the opened sample, the swage and attachment area of needle were noted to be as expected. The suture pieces were examined and have begun with the process of degradation and this caused breakage suture. The product code sxmp1b119 contains an absorbable suture and as the sample was received open, the exposure time of suture to the environment could not be determined and no functional test can be performed due to sample condition. Also, the foil was examined, and no damages or defects were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. The suture strand tore in the packet before use. There were no adverse patient consequences reported. The device was returned for evaluation.